Manufacturer narrative:
Additional information: further extended investigation has been performed. A tripped trend review was completed for the reported complaint and freestyle librelink, no tripped trends were observed.

Event description:
A customer reported that he was not able to receive adc freestyle libre sensor scan results via the librelink application due to a data issue. Customer further reported experiencing symptoms described as "vomiting, with white decomposition, sweating, cold, tremor", seizure, and loss of consciousness. Customer had contact with a healthcare professional and was administered glucose, insulin, and saline via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Per information received during troubleshooting, the user reported that after creating a user account, the user waited for a message from the app to scan the sensor. The android application does not require a user input, such as a button press, to scan the sensor, as in the ios version of librelink. The sensor can be scanned at any time by placing the nfc area of the mobile device near the sensor. During the customer call, the issue was resolved and the user was able to activate the libre sensor successfully by placing the mobile device near the sensor. There was no indication that the librelink application was not functioning as intended. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was not able to receive adc freestyle libre sensor scan results via the librelink application due to a data issue. Customer further reported experiencing symptoms described as "vomiting, with white decomposition, sweating, cold, tremor", seizure, and loss of consciousness. Customer had contact with a healthcare professional and was administered glucose, insulin, and saline via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Per information received during troubleshooting, the user reported that after creating a user account, the user waited for a message from the app to scan the sensor. The android application does not require a user input, such as a button press, to scan the sensor, as in the ios version of librelink. The sensor can be scanned at any time by placing the nfc area of the mobile device near the sensor. During the customer call, the issue was resolved and the user was able to activate the libre sensor successfully by placing the mobile device near the sensor. There was no indication that the librelink application was not functioning as intended. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction to section common device name. This section was incorrectly documented in the initial MDR report.

Event description:
A customer reported that he was not able to receive adc freestyle libre sensor scan results via the librelink application due to a data issue. Customer further reported experiencing symptoms described as "vomiting, with white decomposition, sweating, cold, tremor", seizure, and loss of consciousness. Customer had contact with a healthcare professional and was administered glucose, insulin, and saline via intravenous infusion. There was no report of death or permanent injury associated with this event.